Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. Upon system checkout, the image acquisition system (ias) was switching on. Batteries were dead. Total battery power was 90 v. Dash application connection established, system was forced to charge batteries. After batteries got charged, system started to work. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of procedure. It was reported that the system had remained out of charge. The image acquisition system (ias) battery indicator was blinking red. When trying to start up the system, the blue power button remained blinking, no power on. Troubleshooting involved measuring the battery voltage and it was 90v. The system was also connected to the dash application. The system stopped charging batteries because they had too low of voltages. No patient was present.